Event description:
Follow up information reported that the patient was seen and their ins was reprogrammed to their liking. The patient was reported as doing well with no further complaints. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n338711, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-39, lot# n331453, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-43, lot# n309323, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 283350002, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n290168, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-39, lot# n290613, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-43, lot# n266483, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-14, lot# n291262, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturer representative reported the patient programmer did not show the correct adaptive stimulation position when the patient was sitting. They met with the patient and reoriented the implantable neurostimulator (ins) and performed reprogramming. At the end of the appointment it was believed the issue was caused by the ins not recognizing the position the patient was in. They patient noted that everything was okay. Later the same day the patient called the manufacturer representative to note that the stimulation was too strong. They were talked through how to change their settings. Several days later, the patient again called their manufacturer representative and they were still having issues with their device and requested to be seen again. That appointment was scheduled for (B)(6) 2015. No interventions or outcome were provided however additional information has been requested. If received a follow-up report will be sent. Indications for use are as follows: 033 - non-malignant pain 050 - other chronic/interact pain (trunk/limbs)